Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error unknown. The reporter alleged meter was displaying an unknown error message and that "something wrong with strips". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.